Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other xience xpedition device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a moderately tortuous and concentric de novo distal right coronary artery. The patient presented with non-segment elevated myocardial infarction, angina and thrombus in the distal right coronary artery. Aspirin and clopidogrel were administered to the patient and the right femoral approach was taken. Cannulation was not possible due to the anatomy and dilatation was done with an unspecified balloon dilatation catheter (bdc). An attempt was then made to advance a 3.5 x 23 mm xience xpedition stent delivery system (sds); however, the sds failed to cross the lesion due to the anatomy. Therefore, the device was replaced with a 3.5 x 15 mm xience xpedition sds after changing to a long femoral sheath and using a different unspecified guiding catheter; however, this device was also unable to cross due to the anatomy. Thrombus was seen again under angiography. Therefore, the hospital stay was prolonged and the patient was treated with tirofiban infusion for 48 hours. Later, the right radial artery was accessed and pre-dilatation was done with a 2.5 x 8 mm unspecified balloon dilatation catheter, and an unspecified 3.5 x 12 mm drug eluting stent was implanted. Cannulation was not possible through the right radial artery as the patient started developing spasms in the radial artery due to manipulation. Therefore, the patient was advised to continue taking medication (aspirin, plavix, exforge, concor, statix and pan) and to schedule an multi-detector computed tomography scan in the future. The patient was discharged from the hospital in stable condition. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device returned. Evaluation summary: the device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it is related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial report, additional information was received. The xience xpedition stents did not contribute to the thrombosis and therefore did not contribute to the prolonged hospital stay and treatments. There was no clinically significant delay in the procedure, and there were no patient effects related to the failure to cross. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.